Event description:
Provider noted issues with foot pedal for erbe not charging electrode and then would heat suddenly. The tech noted that element burned "white hot"; when the lens cracked and scope set up removed, the tech needed a kelly clamp to unseat electrode from resectoscope. Patient experienced aggressive bilateral leg movements during loop cautery requiring more sedation. Tech noted what appeared to be metal flush out of patient during procedure and asked provider; provider believed it may have been from uroclips that were being removed during procedure. Once removed, uroclips appeared to be completely intact.